Event description:
A peritoneal dialysis registered nurse [pd)rn] reported to (B)(6) customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced an infection and was hospitalized. There was no specific allegation that this event was due to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. In the intake, it was stated this patient¿s infection was due to their catheter (not a (B)(6) product). The type of catheter was not reported and there was no indication this adverse event was related to the performance of any (B)(6) product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a (B)(6) product(s) or device(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).